Event description:
It was reported that the customer's was hospitalized due to high blood glucose of 21mmol/l and diabetes ketoacidosis. The customer mentioned that the reservoir compartment is damaged around the tube threads, which had stopped the reservoir from locking in place. The reservoir was sitting in the device, but it was not delivering insulin. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.